Event description:
"S/p b transax submusc 285:50cc surgitek bilumens for augmentation. Developed r contracture and underwent a r open capsulotomy at which time the r saline shell was found deflated but implant otherwise intact. Also had an adjustment of the r imf using a percutaneous mersilene. Since then, pt c/o rec contracture and some local pain. Believes there is slow decrease in size on r, no h/o trauma. In addition, pt has slight stiffness and aching in neck and shoulders recently. Pt is otherwise healthy."